Manufacturer narrative:
(B)(4). Batch # n92722. The device was returned with no apparent damage. The device was connected to a test hand piece and a gen04, during functional testing it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument. It is possible that moisture in the dome could have resulted in continuous activation issues reported or in an error code. However, this was not seen during analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch unk. Additional information received: did the gen04 display the min and max settings (see below) and the activation tone (brief pulses) were heard? Yes, when this event occurred, gen04 displayed the min and max setting (as displayed below, 3 and 5 is displayed), but they were blinking.

Event description:
It was reported that during an open pd, the max button became not to function toward the end of op. But the device functioned with the foot switch. And then the activate sound was heard even though the activate button was not pressed. Also, various errors occurred. An unknown error was displayed and blinking, and activate light was blinking even after the min button was released. The op was finished with the reported device. The blade tip was not broken off and no pieces fell into the patient there were no adverse consequences to the patient.